Manufacturer narrative:
September 03, 2015 04:10 pm (gmt-4:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro would not thread correctly. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro would not thread correctly. The hospital did not report any patient effects. The product is returning.